Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2.1, 2.2, and 3.1 had failed and were unrecoverable. Reboot attempts did not resolve the issue. Error messages indicated a duplicate address detected, read/write failure, and invalid cubie memory.as per the part investigation, it was determined that fluid ingress had occurred on the cubie tray row board and pcb connectors.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record (DHR) for sn (B)(6), covering the manufacturing period beginning on 31-oct-2022, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue.the reported condition of drawer failing was confirmed by the fse.according to work order (wo) 01775609, the field service engineer (fse) identified spillage on row boards a from positions 2.1 to 3.1. The fse turned off the machine and removed the cubies to clean underneath, then replaced row boards 2.1 a and 3.1 a, which were the only ones that failed in the storage space configuration. The fse cleaned drawer2.1 due to medication spillage and replaced row a because the cubies were not releasing.the fse then cleaned the top of the drawer and the area around row a. Finally, the fse replaced the row board. The customer successfully tested the drawers.external visual inspection of the received assytray hh was conducted. No obvious physical damage, deformation, was observed on the returned tray, however signs of fluid ingress were observed on the cubie tray row board and pcb connectors.no further testing was deemed necessary on the parts received due to the evident contamination and corrosion, which also posed a risk of damaging laboratory equipment.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause: the root cause of drawers failing was identified and attributed to fluid ingress on the cubie tray row board and pcb connectors.